Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded and the collimator was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was not booting up. No pt injury was reported.